Manufacturer narrative:
Philips service replaced the sbc and bios battery; device restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that a single board computer failure caused a system boot error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.